Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 16725135 / 16740667.

Event description:
It was reported that the patient was experiencing inadequate stimulation and was feeling stimulation on the right side of the abdomen. The patient underwent an explant procedure. The explanted ipg and leads were not returned as they were discarded by the medical facility.